Event description:
The physician stated during the first pass with the brush (ins-0352 always-on tip tracked brush, 15mm l, 1.8mm od), the brush was broken at the most distal part of the black piece. The staff mentioned it seemed the sheath was sliding within the black handle, so when the doctor would "brush out", it was still inside the sheath. The physician decided to cut the brush to send to pathology. There was an approximate 10-minute procedure delay; however, there was no harm or injury to the patient as a result of the reported issue.

Manufacturer narrative:
The subject device was returned to veran for evaluation and investigation. It was confirmed that the most proximal end of the sheath became unattached from the handle. Since the date of this event, the manufacturing process is being updated to address this failure mode. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.